Event description:
Customer stated, "heard some pops and the pad won't shut off. Must unplug the pad to turn it off." The product has been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that the cord had small animal chewing marks. The small animal cut through the insulation of the cord exposing the wires. The wires short circuited and caused the fuse to blow. The investigators managed to get the switch functioning and tested it. The switch was shutting off on time and was within the specification of 25 minute cycle. The pops the customer heard was the cord shorting. The investigator also determined the customer was folding and laying on the pad while it was in use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".